Event description:
This case was initially received via regulatory authority (B)(4) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ("haemorrhagic uterine bleeding") and cerebral vasoconstriction ("vasoconstriction in brain") in a female patient who had essure (batch no. 20217136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, 2 years to 2 and a half years after placement, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), cerebral vasoconstriction (seriousness criterion medically significant), psychotic disorder ("psychosis") with mental disorder, asthenia ("progressive loss of physical and mental faculties") with fatigue, tendon pain ("tendon pain"), neuralgia ("nerve pain"), anxiety ("angst / anxiety"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), dyspnoea ("shortness of breath"), tension headache ("vice-like feeling on head"), bruxism ("bruxism"), presyncope ("vagal reactions"), muscle spasms ("spasms"), loss of libido ("loss of libido"), dizziness ("dizzy spells") and parosmia ("change in sense of smell"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, cerebral vasoconstriction, psychotic disorder, asthenia, tendon pain, neuralgia, anxiety, amnesia, disturbance in attention, dyspnoea, tension headache, bruxism, presyncope, muscle spasms, loss of libido, dizziness and parosmia outcome was unknown. The reporter provided no causality assessment for amnesia, anxiety, asthenia, bruxism, cerebral vasoconstriction, disturbance in attention, dizziness, dyspnoea, loss of libido, muscle spasms, neuralgia, parosmia, presyncope, psychotic disorder, tendon pain, tension headache and uterine haemorrhage with essure. The reporter commented: the occurrence of side effects started about 2 years to 2 and a half years after placement. Further company follow-up with the consumer or regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced haemorrhagic uterine bleeding and vasoconstriction in brain. Essure was removed. No causality assessment by the reporter was provided. Haemorrhagic uterine bleeding is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Uterine bleeding may have multiple causes. In this case, consumer experienced this event about 2 years to 2 and a half years after essure placement. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its pathophysiology and that essure has a local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 02-may-2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ("haemorrhagic uterine bleeding") and cerebral vasoconstriction ("vasoconstriction in brain") in a female patient who had essure (batch no. 20217136) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), cerebral vasoconstriction (seriousness criterion medically significant), psychotic disorder ("psychosis") with mental disorder, asthenia ("progressive loss of physical and mental faculties") with fatigue, tendon pain ("tendon pain"), neuralgia ("nerve pain"), anxiety ("angst / anxiety"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), dyspnoea ("shortness of breath"), tension headache ("vice-like feeling on head"), bruxism ("bruxism"), presyncope ("vagal reactions"), muscle spasms ("spasms"), loss of libido ("loss of libido"), dizziness ("dizzy spells") and parosmia ("change in sense of smell"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine haemorrhage, cerebral vasoconstriction, psychotic disorder, asthenia, tendon pain, neuralgia, anxiety, amnesia, disturbance in attention, dyspnoea, tension headache, bruxism, presyncope, muscle spasms, loss of libido, dizziness and parosmia outcome was unknown. The reporter provided no causality assessment for amnesia, anxiety, asthenia, bruxism, cerebral vasoconstriction, disturbance in attention, dizziness, dyspnoea, loss of libido, muscle spasms, neuralgia, parosmia, presyncope, psychotic disorder, tendon pain, tension headache and uterine haemorrhage with essure. The reporter commented: the occurrence of side effects started about 2 years to 2 and a half years after placement. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: uterine haemorrhage. The analysis in the global safety database revealed 54 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device evaluation received. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.